Event description:
It was reported via clinical trial that the target lesion was located in the mid left anterior descending (lad) artery with 75% stenosis. Predilatation was performed prior to placement of the promus study stent. Post-dilatation was also performed with 1% residual stenosis. On (B)(6) 2009, 1 day post index procedure, the site reported elevated troponin levels. Troponin elevation was consistent with the protocol definition of an myocardial infarction (mi). No action was taken to treat this event. Subject was discharged the next day on aspirin and clopidogrel. On (B)(6) 2009, 10 days post index procedure, the patient was hospitalized due to pneumonia. Patient was treated with medication and the event resolved itself without residual effects. Subject discharged (B)(6) 2009. No additional information or patient effects reported. (B)(4).

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported myocardial infarction (mi) and infection are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design and the treatment appears to be related to the operational context of the procedure.